Event description:
It was reported that there was a pericardial effusion. The procedure was a persistent af. It is unk how the pericardial effusion was caused (i.e. Catheter manipulation). The effusion was noted 6 hrs into the procedure from a routine ultrasound check. The physician could not conclusively stated what may have caused this event as they consider it as a foreseeable outcome. The pericardial effusion was mild and a pericardiocentesis was performed to prevent further damage to the pt. No further info about the pt or the procedure is available at this time.

Manufacturer narrative:
Method: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, procedure or pt condition. Records indicate the device met specification before leaving greatbatch medical.